Event description:
When powering up the defibrillator, the screen illuminates with a strange pattern. If unplugged for a while and reconnected to ac. It display a lost configuration message. It sometimes will not power on.